Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The patient is a boy and (B)(6) old, had v-p surgery with 823832 and 823072 on (B)(6) 2015. Initial pressure parameter was 80 h2o. No anomaly during the procedure. On (B)(6) 2015, the patient appeared crying and vomiting and it was reported the ventricle enlarged. The surgeon adjusted parameter but symptom didn't change. At that day, the surgeon did the revision surgery and changed the new valve to complete. The patient condition is stable and he has been discharged. (B)(4) 2016 per affiliate: update as below. 1. The facility name should be (B)(6) children's hospital. 2. The device can't be returned. Because it was noted adhesion in ventricular so that the device couldn't be removed. During the revision surgery the surgeon cut the proximal part and kept the other parts. 3. On (B)(6) 2015 the patient had crying and vomiting symptom. On (B)(6) 2015 he had muzziness. The event date should be (B)(6) 2015.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 70mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832 with lot crhbhr, conformed to the specifications when released to stock on the 17th july 2014. Review of the history device records confirmed the catheters product code 82-3072 with lot crnb44, conformed to the specifications when released to stock on the 21st november 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No problem was found with the bactiseal catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.